Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via phone that an ar-8725-50h compression ft screw (from a loaner set) broke off inside the bone during insertion. The screw fractured approximately one-third of the way from the head, with about 35 mm embedded in the bone. The remaining portion of the screw was retrieved, while the embedded fragment was left in the bone. A k-wire was subsequently placed at the site. Additionally, during the procedure, the ar-8738s compression screw set (also from a loaner set) was found to be missing an ar-8737-61 screw remover, easy-out, 2.5 micro compression ft, and an ar-8737-59 screw remover, trephine/extractor, 2.5 micro/3.5 mini cft. Due to the absence of these two instruments, the screw could not be removed. The case was completed using non-arthrex k-wires to stabilize the fracture. The procedure was delayed by approximately 30 minutes, and whether additional anesthesia was administered is uncertain. This occurred during a metacarpal fracture procedure on (B)(6) 2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to a manufacturing issue. Due to the unpackaged state of the device, the as received condition cannot be verified.